Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients deep brain stimulator (dbs) leads was explanted due to a possible infection or wound breakdown. The patient had a right brain cyst that developed in the right thalamic area that necessitated the removal of the lead. It is not known if the cyst and lethargy is device or procedure related. The lead was sent for culture and will not be returned. The patient was discharged after the procedure. No further information will be provided as there was no indication of a device specific issue per the attending physicians.